Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had an upper display issue. There was no patient connected to the device.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to update the software to the current level. The ventilator passed all testing.

Event description:
It was reported that the 840 ventilator has a lower display issue. There was no patient connected to the device.